Manufacturer narrative:
One ensitex surfacelink module was received for evaluation. Based on the information and investigation provided to abbott, the root cause was isolated to an open electrical circuit. The ensite x surfacelink module was sent to triage for disposition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the output issue and subsequent cancellation were identified.

Event description:
During an atrial fibrillation procedure, the surfacelink had an output issue which resulted in a cancellation of the procedure. While the patient was prepped, there was an amplifier error on ensite x system displaying "surface electrode impedance error. Confirm original surface electrode placement". Attempts at troubleshooting included reboots of the amplifier and dws, surface electrode replacement twice, and a 12-lead replacement. The procedure was aborted due to lack of mapping and the anatomy was considered too difficult to pursue a fluoroscopy and ice only procedure. The issue was resolved by replacing the surfacelink.